Event description:
The customer was hospitalized for high bgs and dka. Hospitalization occurred in the past and troubleshooting was not performed at the time of call. Also the customer had pneumonia and is off on medical leave recovering.